Event description:
It was reported by service report that the bed had no power due to a blown fuse in the power supply. The customer could not determine if there was pt involvement or if there were adverse consequences to report.